Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Difficulties with jacket retraction were noted. Bilateral stents were placed to improve blood flow.